Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, pacing lead impedance has increased in the last few days, and the capture threshold rose accordingly. The r-wave sensing is fine, and the high voltage lead impedance is stable and in-range. Diagnostic image showed the lead did not appear to have changed position. The patient's veins are completely occluded on the right side, where the device is implanted, and the patient is having dialysis on the left side. The lead will remain implanted and be monitored, and use the rv lead for shocking when necessary. The patient did not experience any symptoms.